Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient was receiving make sure heater bag is on heater tray messages during fill 1 of treatment. During the call the patient reported discovering a fluid leak on the inside of the cassette door of their cycler after ending their previous pd treatment. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and confirmed that the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The pdrn did not know if the cassette used by the patient was available for return for physical evaluation by the manufacturer. The lot number of the cassette used is unknown. The cycler was scheduled to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. There were no visual indications of particulates within the cassette area. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. The post-accelerated stress test (ast) 2 hour 15 min 8500 ml simulated treatment was performed and failed due to an (heater bag make sure heater bag is on heater tray and unclamped) alarm. An internal visual inspection of the cycler found visual evidence of dried fluid under pump ¿a¿ and ¿b¿ mushroom head and within the recess of the bottom cover adjacent to the pump. The cause of the observed dried fluid and fluid could not be determined. The inspection also found the hp1 filter to be clogged. The hp1 filter was replaced with a clean filter. A second post-ast 2 hour 15 min 8500 ml simulated treatment was performed and completed without failures. The cycler underwent and passed a system air leak test and valve actuation test. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. The cycler tested positive for glucose. A review of the device manufacturing records was conducted by the manufacturer. The DHR review found that the fluid leak box had been checked on the cycler identifying, disinfecting and disposition form on 05/20/2019. The mushroom head check passed (05/20/2019). Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event and an associated cause could not be determined.